Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient had ineffective pain relief. The patient wanted the hcp to remove the device. The leads were explanted and the implantable neurostimulator was not explanted. The indications for use were failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.